Event description:
It was reported that the handheld is performing poorly as the screen is freezing. Troubleshooting was performed but the physician requested a replacement handheld. The troubleshooting that had been performed was noted to be cleaning the corners of the screen and performing a reset, however the handheld still would not function properly. It was noted to have performed better, but not perfect, with the troubleshooting. It was clarified that the problem was that the screen was being unresponsive, not that the screen was freezing. The handheld and flashcard were received for product analysis on 07/22/2015. Product analysis is still underway and has not yet been completed.

Event description:
Product analysis was completed on the flashcard and handheld on (B)(6) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Product analysis on the handheld identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.